Event description:
It was reported that the lotus edge valve delivery system kinked when inserted into the isleeve introducer. A 23mm lotus edge valve system was chosen for a transcatheter aortic valve replacement (tavr) procedure. Access was gained through a right transfemoral approach. During insertion of the delivery system into the isleeve introducer, a kink nearly the curvature on the delivery system catheter occurred. The procedure outcome was noted to be successful. The patient is alive and well.